Manufacturer narrative:
(B)(4). One duo-decapolar, variable radius, bi-directional, reflexion spiral ep catheter was received for evaluation. Visual inspection revealed electrode 20, along with the distal portion of its uv trim had been displaced from its manufactured position. Additional investigation concluded the damage to electrode 20 was due to the variation of the nitinol hoop wire, which determined the location of the ring on the wire in relation to the bend in the shaft. Use of the straightener resulted in dislodgement of the uv trim and electrode from its original placement. As a result of this finding, actions to prevent reoccurrence have been implemented. These actions were implemented after this device was manufactured. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record.

Event description:
Evaluation of the catheter returned to sjm for poor signal quality from electrodes 1-2 indicated that electrode 20 was displaced from its manufacturing position.